Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: if the bone was not properly reduced during surgery, or if the pt was noncompliant or had poor bone quality, non-union might have taken place. No product was returned for further eval to determine mode of failure. Based on info provided in the complaint pocket, a likely root cause of the plate breaking cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised after the plate fracture done (B)(6) 2009. A rod was implanted at revision surgery.